Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) unit had an auto fill failure alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit was not being used with a maquet's balloon. The fse then tested the unit using a maquet's balloon and found the unit working without alarms. The fse then performed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use. The fse also stated that the battery and safety disk were replaced as they were due for replacement.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit had an auto fill failure alarm. There was no patient involvement.